Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/30/2020. Additional information: d10. H3 evaluation: a detached needle, a suture piece and an empty labeled winding former of product was received for analysis. During visual inspection of the detached needle, the swage and attachment area were noted to be as expected; however, there were marks on the body needle that appeared to be by surgical instrument. The suture piece was examined, and the ends weren't broken, its cut appeared to be by use of a surgical instrument. Due to the condition of the sample the functional test couldn't be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot plz327, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a myomectomy of gynecology procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the suture broke. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.